Manufacturer narrative:
(B)(4). Date sent: 8/11/2021. D4: batch # u5ey5y. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned articulated to the left and the closing trigger closed position and anvil in the opened position, the anvil bent upwards and with one gst45t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy, stapler was closed and the user waited fifteen seconds for compression. The stapler was released. The knife started to move, but not to the distal end. It stopped just before the distal end and could not be continued by further activation. The user then tried to reverse the knife by pressing the reverse button. The stapler did not respond. The manual reverse lever also failed to bring the knife back. The system gave the impression that it was jammed. The tissue could be removed thoracoscopically from the stapler's jaws. The clamp seam was fine and only in one place did the surgeon put a suture because the clamp seam was not complete in that place. There was no patient harm, nor significant delay reported.